Event description:
The customer reported receiving an error 1 and an error 3 message on their freestyle freedom lite meter. The customer experienced dizziness, headaches, nausea and chills. The customer was seen by their doctor, diagnosed with hyperglycemia and treated with unknown medications via intravenous and a shot. The customer also reported taking their prescribed medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.